Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens+ (lal+, sn (B)(6), +20.0d) was explanted after two light treatments. Although the light treatments corrected the patient's refractive error within treatment expectations, the patient was dissatisfied with the quality of their vision, specifically starbursts. Another lal (sn (B)(6) +19.5d) was implanted as a replacement. Rxsight's first awareness of this event was on 08/06/2024. Reference report #3012712027-2024-00149 for the report on the right eye.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the investigation. Updates to sections d9, g3, g6, h3 and h6. The explanted lal was cut into small fragments during explantation and returned to rxsight. Due to the condition of the lens, an evaluation could not be performed.